Manufacturer narrative:
Additional information will be provided once investigation is completed.

Event description:
Laparoscopy involving the probe. Allegedly, the probe had a crack in the insulation sheath which resulted in a pt burn.